Event description:
The distributor of a male pt contacted lifecor customer support to report that the battery pack had a hole burnt in it. The distributor gave the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The battery pack burnt because there was water inside the battery pack. All of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was the water. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.